Manufacturer narrative:
Upon further review of this report, there was no leak; further described as there was "no leak from the connection" of the home choice cassette patient line and the transfer set (as previously reported). There was no allegation against the homechoice cassette and therefore, the homechoice cassette is no longer considered a suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) homechoice low recirculation sets had a connection issue; a leak was observed at the connection to the transfer set. The connection issue was further described as "switch will be released when the apd tube set is connected to the transfer set". This was observed during use of the devices for peritoneal dialysis therapy, when connecting the devices. There was no report of patient injury or medical intervention associated with this event. No additional information is available.